Event description:
It was observed during the device evaluation, the intubation fiberscope exhibited the connecting tube had the coating peeling and the eyepiece was sticky. There was no patient involvement.

Manufacturer narrative:
The device evaluation found the connecting tube had the coating peeling and the eyepiece was sticky. Based on the results of the investigation, it is likely that the following led to the malfunction: known inherent risk of device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.